Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not beep upon application of magnet during surgery. Boston scientific technical services (ts) suggested interrogating the device. An attempt to obtain additional information from the field representative and ts was unsuccessful. This ICD remains in service. No adverse patient effects were reported.